Manufacturer narrative:
Additional information : one device was received for evaluation. During visual inspection, the tubing was observed separated from the clearlink y-site in the downstream part. Excess solvent was noted. The other components were correctly placed and according to specifications. Insertion and dimensional measurements were performed on the tubing and clearlink y-site; the results were within specification. The reported condition was verified. The cause was manufacturing related due to excess solvent on the automated machine tail end; excess of solvent tends to displace the tubing from the insertion of rigid components. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set "snapped while turning a patient". This was identified during a patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.